Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 275 mg/dl after an infusion set change, while using an insert soft cannula infusion set, and questioned whether the ilet would continue to deliver correction insulin. Symptoms included elevated blood glucose. Outcomes included self-management at home with subsequent reduction in blood glucose to 150 mg/dl and no need for medical intervention. Troubleshooting and education were provided regarding the ilet correction algorithm and potential infusion set issues, and the user was advised to replace the infusion set due to a possible bent cannula. Investigation included technical review of device use and user guidance. Investigation of this case revealed that hyperglycemia resolved after adherence to troubleshooting steps. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.